Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump may have been exposed to radiation. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.